Manufacturer narrative:
Additional information: section h imdrf annex codes . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the account was locked, and the user was unable to log into the station. A technical support specialist (tss) logged into the server and installed the active directory users and computers tool as per knowledge article of "es 1.6 ids - multiple domain users unable to authenticate". Ran the powershell command import-module active directory. For each affected user, executed a query to check and if account lock out time had a value, or account expires was set and the ka applied. Hospital information technology (it) was asked to clear the lockout time and, if needed, reset the expiration value to 0. Confirmed login success after changes. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user account was locked and unable to login to the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, user account was locked and unable to login to the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.